Event description:
Clinic reports they found a hole in the venous line without evidence of trauma to the line. Blood leak occurred. The pt lost <100ccs of blood and no add'l adverse effects were reported. The patient is fm, dob 3-10-35, m, dry wt. 69.5kg. No sample and no lot number are available.